Manufacturer narrative:
The product is available for evaluation and testing, however, it has not been received as of to date. Add'l info has been requested and will be submitted within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states cypher sirolimus-eluting stents.

Event description:
The report from the affiliate indicated that the cypher 3.00 x 18mm stent was positioned at the target site and during inflation, around 7 to 6 atmospheres, the physician observed leaking of the contrast medium. Consequently, this stent delivery system was withdrawn. Seemingly, the cypher stent was deployed at the target site, as the physician used another balloon catheter to post-dilate the stent. Further info indicated that pt-specific info was unk. Additionally, the actually target vessel being treated was unk as well as percentage of stenosis; however, it was noted that there was no vessel calcification or tortuosity. There were no adverse effects to the pt.